Event description:
It was reported that a malfunction alarm occurred prior to any notable events. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, leaving the impact unknown. Customer support provided information for resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.